Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient¿s deep brain stimulation (dbs) device turned off and they had no idea why. This happened 1 week after the patient got the system. The patient went to a health care provider (hcp) who fixed the problem. It just happened once. No troubleshooting or interventions were reported regarding this event. Further follow-up was not possible. If additional information is received, a follow up report will be sent.